Event description:
A home hemodialysis patient stated that upon removing the bloodline from the packaging the arterial line was noted to be kinked. The patient was unable to use the lines for their treatment. The sample is not available for evaluation.